Event description:
Drug/diluent: unknown. Fill volume: not applicable. Flow rate: not applicable. Procedure: breast reconstruction with tissue expander. Cathplace: placed in subpectoral pocket through inframammary fold. Physician reported that patient had breast reconstruction surgery with tissue expanders on (B)(6) 2012. Patient returned for a second procedure the physician found approximately 5 inch silver soaker catheter left inside the patient. The catheter was removed during the expander exchange for implant on (B)(6) 2012. Patient did not require additional treatment after the catheter was removed. It is reported that the patient is good.

Manufacturer narrative:
Method - the sample will not be returned for evaluation and investigation. Results - the lot and model numbers were not reported; therefore, I-flow cannot review the device history records. Conclusions - at this time I-flow is attempting to collect additional information. If additional information is received I-flow will submit a follow-up report. I-flow provides a caution in its directions for use which state the following: cautions: if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed. I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." At this time I-flow is further investigating failure mode "catheter break" under event reference number: (B)(4).